Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a video-assisted esophagectomy procedure on (B)(6) 2025 when it was reported, ¿the tip of the port was damaged. It is considered possible that, during intercostal puncture, external pressure contributed to the development of a crack leading to the breakage. The fragment was retrieved intraoperatively.¿ further assessment found that the device did fragment and fall into the surgical site and was retrieved. The procedure was completed with the use the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a video-assisted esophagectomy procedure on (B)(6) 2025 when it was reported, ¿the tip of the port was damaged. It is considered possible that, during intercostal puncture, external pressure contributed to the development of a crack leading to the breakage. The fragment was retrieved intraoperatively.¿ further assessment found that the device did fragment and fall into the surgical site and was retrieved. The procedure was completed with the use the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of returned used ias12-100lpi device found that a piece of the trocar tip had broken off and was returned taped to the trocar shaft. The trocar shaft also had a crack in it. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force a two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.